Event description:
It was reported that the during the implant procedure, crosstalk was observed after atrial paced events, resulting in a delay of crt-d pacing therapy. The device was reprogrammed. No further complications and no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.